Event description:
On (B)(6) 2010, patient was implanted with a bifurcated device and 25 mm aortic extension device. During follow up visit on (B)(6) 2012, a computed tomography scan revealed an endoleak type iii . Patient was treated by implanting a 25 mm aortic extension on (B)(6) 2012 with complete seal of the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn. Device not returned actual device will not be evaluated.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.